Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 3 years 6 months no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had foul smelling drainage from driveline and complaint of body soreness as well as body aches. Culture was taken from the driveline and was positive for (B)(6). The patient was given 2 weeks course of oxacillin with instructions to transition to kelflex until seen by infectious disease in outpatient clinic. The patient experienced decreasing speed for suspected suction events causing ventricular tachycardia.

Manufacturer narrative:
Section b2, b4, d4, and h4: additional information. Manufacturer's investigation conclusion: a direct relationship between the device and the reported driveline infection and ventricular tachycardia could not be conclusively determined through this evaluation. Additionally, the reported low flows could not be confirmed as the log file did not capture any low flow events, and a direct cause for the reported event could not be conclusively determined. The controller event log file contained data from (B)(6) 2019 to (B)(6) 2019. The pump was set to a fixed speed of 5200 rpm and operated at or above the low speed limit of 5000 rpm for the duration of the log file. The log file did not capture any low flow events. There were no atypical alarms and the log files appeared to capture the pump operating as intended. The patient remains ongoing on vad support with no further issues reported. Cardiac arrhythmia and infection are listed as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU and patient handbook contain information about caring for the driveline and preventing infection. The heartmate 3 lvas IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: low flows evaluated and not attributed to device malfunction. Patient continued on chronic antibiotic suppressive therapy.

Event description:
Additional information: low speeds was evaluated and not attributed to device malfunction. The patient's driveline infection was resolved on (B)(6) 2019. Patient followed-up cultures were unremarkable. The patient remains on support without active alarms or infections.